Event description:
It was reported that during a procedure an issue was observed with a pangea t15 short screwdriver shaft while using a torque limiter to place locking screws in a proximal humerus plate. After successfully placing 3-5 screws, the tip of the screwdriver shaft twisted, leaving small metal fragments in the screw head. Despite a brief 3-5 minute surgical delay to attempt removal of the fragments using a curette and bone hook, some debris remained in the patient. The surgeon expressed concern that a piece of the driver head may have cold-welded to the screw, potentially complicating future removal of the plate. Long-term complications may arise if the screw head is deformed, which would require more specialized equipment, such as a carbide drill bit or midas rex, for removal.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A device inspection was not possible since the affected device was not returned. The batch record could not be reviewed because the affected device was not returned, and the lot number communicated was incorrect. No corrective action are required at this time. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during a procedure an issue was observed with a pangea t15 short screwdriver shaft while using a torque limiter to place locking screws in a proximal humerus plate. After successfully placing 3-5 screws, the tip of the screwdriver shaft twisted, leaving small metal fragments in the screw head. Despite a brief 3-5 minute surgical delay to attempt removal of the fragments using a curette and bone hook, some debris remained in the patient. The surgeon expressed concern that a piece of the driver head may have cold-welded to the screw, potentially complicating future removal of the plate. Long-term complications may arise if the screw head is deformed, which would require more specialized equipment, such as a carbide drill bit or midas rex, for removal.